Manufacturer narrative:
The endowrist one vessel sealer instrument was returned for evaluation. Failure analysis confirmed the customer reported complaint. Review of the site's system log for the reported procedure date found that a blade jam event occurred. During failure analysis, the instrument was found to have a dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage. No conductor wire damage or snake wrist damage was found. There was no bio debris found at the instrument's tip. After manually placing the blade in the blade track, the instrument was installed on an in-house is3000 system. The instrument passed the self-check test. No other damage was found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted colon resection procedure, the blade of the endowrist one vessel sealer instrument's became exposed, causing a tear to the patient's tissue, which resulted in the patient oozing blood. It is the surgeon's belief that tissue that was not initially captured in the jaws of the instrument may have been dragged by the exposed blade, thus causing the bleeding experienced by the patient. However, at this time the root cause of the reported issue cannot be confirmed. The instruments and accessories user manual specifically states: warnings: - in case of system failure while the instrument is grasping tissue, open the instrument jaws by turning the thumbwheel in the direction of the arrow to release the tissue. Once the tissue is released, close the jaws. (In this case, it is ok to close the jaws on the exposed blade.) Squeeze the release levers and carefully withdraw the instrument. - after removal of the instrument during a system or instrument failure, use caution when opening the jaws using the thumbwheel, to avoid potential injury due to an exposed cutting blade.

Event description:
It was reported that during a da vinci assisted colon resection procedure, during use of the endowrist one vessel sealer instrument, the blade became exposed. Reportedly, the patient's tissue became stuck and was torn, causing the patient to bleed. The site was able to resolve the bleeding experienced by the patient. On 04/08/2016, intuitive surgical, inc. (Isi) obtained additional information from the surgeon who performed the surgical procedure. According to the surgeon, he was using the endowrist one vessel sealer instrument to perform dissection of the patient's mesorectum. After engaging the instrument's blade, the error message blade exposed occurred. The surgeon was able to recover from the fault; however, after opening the jaws of the vessel sealer instrument, he observed a little blood oozing from the surgical site. According to the surgeon, the affected tissue was < 7mm and no clips or staples were captured in the jaws of the instrument prior to the occurrence of the exposed blade. During the sealing cycle, audible tones were noted to have occurred and he did observe thermal affect to the patient's tissue affect. The surgeon indicated that he is not certain as to what caused the oozing, since he observed that the patient's tissue was sealed. He indicated that the blade's incomplete cut combined with tissue that may not have been captured in the instrument's jaws during the sealing cycle was dragged by the exposed blade causing the oozing blood experienced by the patient. The planned surgical procedure was completed with a replacement endowrist one vessel sealer instrument. No surgical additional intervention was required and patient did not require an intra-operative blood transfusion or post-operative blood transfusion due to the oozing blood. According to the surgeon the patient did not experience any ill affects due to the reported issue.